Manufacturer narrative:
Reporter returned 1 oreal-b precision clean brush head on 14-feb-2017. Product investigation is in progress.

Event description:
Brush head started to fall apart in mouth while cleaning teeth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via letter on (B)(6) 2017 that an oral-b power oral care refill precision clean started to fall apart in her mouth while she was cleaning her teeth with an oral-b rechargeable toothbrush, version unknown. She reported that she had always used oral-b and still intended to as she had never had anything go wrong before. The consumer enclosed 1 precision clean refill with the letter. No symptoms were reported.